Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door latch roller. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and function testing were performed. During the visual inspection it was identified that the door latch roller was broken. The cause of the damage could not be determined. The latch roller was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.